Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose was between 300 mg/dl and 400 mg/dl. The customer's blood glucose was 252 mg/dl at the time of the call. The customer stated they were feeling thirsty, faint, and weak. The customer also reported being hospitalized on (B)(6) 2015 with high blood glucose. The customer's blood glucose was 400 mg/dl at the time of admission. Troubleshooting could not be completed as the customer was still in the hospital at the time of the call. No additional information provided.